Event description:
In this case, it was reported that the pulmonary valve was explanted after an implant duration of approximately 7 years. The reason for explant is unknown. Despite attempts to receive further information regarding the device and event, no additional information was received. There have not been any allegations of a malfunction or deficiency related to the explanted valve. The explanted device was replaced with another edwards valve. No other details provided.

Manufacturer narrative:
Device not returned. Despite attempts to receive further information regarding the device and event, no additional information was received. Therefore, the root cause of this event could not be determined. There have not been any allegations of a malfunction or deficiency related to the explanted valve. Continued attempts are being made to obtain additional details regarding this case. A supplemental MDR will be submitted in the event any new information is received.

Manufacturer narrative:
(B)(4) = "old valve was inspected and found to be severely degenerated with a stiff and fixed leaflets in the open position with significant narrowing". Based on our follow-up, the explant was due to severe prosthetic valve degeneration, severe pulmonary stenosis and wide open pulmonary insufficiency. Based on the operative report provided, the old valve was inspected and found to be severely degenerated with a stiff and fixed leaflets in the open position with significant narrowing. The old valve was extracted and replaced with a 25 mm edwards valve. A main pulmonary artery patch plasty and left pulmonary artery ostial enlargement were also performed. The procedure was tolerated well and he was extubated on the operating room and transferred to the pediatric surgical heart unit. On (B)(6) 2012, chest tube was discontinued without incident. An echo was done prior to discharge. The conduit appeared to be functioning well. There was mild conduit insufficiency and no obvious stenosis. The patient was discharged home on (B)(6) 2012. There are several potential causes for prosthetic valve stenosis (e.g. Calcification, pannus growth). Unfortunately, the subject device was not returned for analysis. Therefore, the root cause of this event could not be conclusively determined. Although the root cause cannot be investigated, the stenosis was likely due to the "old valve was inspected and found to be severely degenerated with a stiff and fixed leaflets in the open position with significant narrowing" per the operative report findings. Bioprosthetic valve degeneration can occur due to multiple factors, some patient related (renal disease, diabetes, history of native valve degeneration), and others related to intrinsic properties of the valve itself (can include failure modes such as wear, calcification, leaflet tear, stent creep, suture line disruption of components of a prosthetic valve, leaflet disruption, or leaflet retraction of a repaired valve). No further actions are possible with the available information.